Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller had a controller failure alarm. This event occurred during commercial use and there was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ controller failure (red alarm) has been completed. According to the data and device analysis the root cause for controller error was defective optical bench. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26269 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 925 was erroneously entered on the initial manufacturer device report number 1220648-2025-26269. H8 usage of device selection was erroneously entered on the initial manufacturer device report number 1220648-2025-26269.